Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced infection/inflammation symptoms on right eye (od) at a one week post op exam. A brief description from the surgery center indicated the right eye had inflammation at a one week post op. The patient¿s chief complaint was of blurry vision more on right eye than the left eye. There was no loss of best corrected visual acuity (bcva). Topical steroid dosage was increased to treat the symptoms. Pre-op; bcva from (B)(6) 2017: right eye pre-op 20/20 -5.50 x -1.00 x 0, left eye pre-op 20/20 -5.50 x -.75x 175.